Event description:
It was reported that a patient presented to the hospital after receiving an alert for lead noise on the rv lead. During interrogation, episodes of non-sustained lead noise on the ventricular egm, and during patient arm movements were observed. The lead was capped and replaced without complication to the patient.